Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during surgery, waves appeared on the screen and image was not clear. It was further reported that the camera head and the housing were both checked and it was discovered that the event was related to the housing, not the camera head.